Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 602 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, it was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.